Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited an electrical reset and the electrograms show a flat line. The reset was cleared and the decision was made to monitor the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an electrical reset. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. Analysis of the device memory indicated that the atrial rate histogram data was missing/invalid. Analysis of the device memory indicated that the ventricular rate histogram data was missing/invalid. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. Analysis of the device memory indicated the battery measurement was not available. . If information is provided in the future, a supplemental report will be issued.